Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e109 which was indicated the subject device lamp error was displayed when the user set the color balance at the preparation for use. The user kept to use the subject device and completed the unspecified procedure. At the incoming inspection for the repair, olympus keymed checked the subject device but it could not be duplicated the reported phenomenon. The exterior and inside of the subject device had no abnormality and every tests were passed. But the high intensity function of the subject device was intermittently working due to the slide detection guide being worn inside the video connector socket. There was no report of patient injury associated with this event.